Event description:
It was reported that the patient presented in clinic for pacemaker system extraction and implantation of leadless pacemaker. It was found that the implantable cardioverter defibrillator (ICD) had eroded through the skin. The entire pacemaker system including the ICD, the right ventricular (rv) lead, the right atrial (ra) lead, and the left ventricular (lv) lead, was explanted and replaced with a leadless pacemaker system. No intervention was performed. Patient condition was stable.